Event description:
On september 15, 2006, the lay user/reporter, the patient's wife, contacted lifescan (lfs) alleging the one touch ii meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On september 19, 2006, the mas mailed a letter requesting the patient contact medical affairs. At an unspecified time in the early morning of 2006, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of slurred speech and his eyes rolling back. The patient took no action following the use of the meter. Emergency services were contacted, and at 4:00 am the paramedics obtained a blood glucose reading for the patient of 54 mg/dl. The patient was treated with oral glucose. It would have been helpful to determine for how long the meter was not powering on, the time of the onset of symptoms, if the patient woke up with these symptoms, if a family member provided any treatment, if the patient was transported to the emergency room, what meals and medications had been taken on the day prior to the event, the patient's blood glucose readings from the day prior to the event, his medication regimen and if the patient had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter's battery had been installed correctly and the meter had suffered no trauma. The cca also determined the battery had not been replaced according to manufacturer's recommendations. According to the owner's booklet for this meter, the expected battery life is approximately one year. The meter, test srips and control solution were replaced. The patient experienced symptoms suggesting hypoglycemia and was unable to obtain a blood glucose reading due to the power issue on the reported meter. The patient received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.